Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 09/11/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 09/11/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld was not holding a charge. The physician was provided with a new programming tablet. The handheld is expected to be returned, but has not been received to date.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on follow-up MFR. Report #01. The date reported should have been 08/21/2014 rather than 02/21/2014.